Event description:
On 5/27/1999, the manufacturer's (MFR.) International representative received a fax from the international distributor concerning five (5) incidents reported to them by a customer in their territory. The devices in question are the same catalog/lot number. Four (4) of the events concern septum dislodgement and one (1) concerns an occlusion (ref:MDR# 1056436-1999-00113). The devices in question were forwarded to the manufacture site of the manufacturer's previous owners. The report also states that a (1) device was taken from their inventory and used for comparison/testing. This report concerns the four (4) dislodged septums and states the following: 1st device-septum "blow out," 1/3 of septum extrudes above the septum ring. 2nd device- septum extrudes slightly above the septum ring. 3rd device-septum "blow out," 2/3 of the septum extrudes above the septum ring. 4th device-septum appears to have been torn in a star shape from the center. All the devices were implanted/explanted by the same physician. Huber needles and insulin syringes were used on all the devices. The physician informed the international distributor that all previous implanted devices (different lot numbers) functioned without failure, even with the use of an insulin syringe and questioned what could be the cause of these failures. No further details were provided.